Event description:
On 03/14/2012, the reporter contacted animas and stated that the ok, up arrow and down arrow keypad buttons required multiple button presses in order to elicit a response. The keypad was reportedly intact. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the up, ok, and contrast buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.